Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for analysis, but it has not yet been returned. Images from the procedure were provided and are currently being analyzed. A supplemental report will be submitted when the investigation is complete.

Event description:
It was reported that a web device did not detach with the detachment controller and was withdrawn from the patient. The case was completed with another web device. The patient was reported to be ¿ok.¿ they had been released from the hospital and was reported to have ¿a very small hemiparesis,¿ the cause of which was not stated.the other device from the same case was reported under a separate medical device report, 2032493-2024-00412.

Event description:
It was reported that a web device did not detach with the detachment controller and was withdrawn from the patient. The case was completed with another web device. The patient was reported to be ¿ok.¿ they had been released from the hospital and was reported to have ¿a very small hemiparesis,¿ the cause of which was not stated. The other device from the same case was reported under a separate medical device report, 2032493-2024-00412.

Manufacturer narrative:
Additional information was received via email stating that the physician did "not really" attribute the hemiparesis to the web device. They attribute the hemiparesis to the total duration of the procedure and to the management of medications by the anesthesiologists. The device was received for evaluation - see d10.

Manufacturer narrative:
The awareness date of the second supplemental report, submitted 17 july, 2024, should have been listed as jun 28, 2024, not april 18, 2024.

Event description:
It was reported that a web device did not detach with the detachment controller and was withdrawn from the patient. The case was completed with another web device. The patient was reported to be ¿ok.¿ they had been released from the hospital and was reported to have ¿a very small hemiparesis,¿ the cause of which was not stated. The other device from the same case was reported under a separate medical device report, 2032493-2024-00412.

Manufacturer narrative:
Ten radiographic images were supplied. The images are not labeled as to date or time. They are also not labeled as to which is about which of the two webs are being imaged. (B)(6) image 1: ap subtracted right ica dsa, with contrast. There is an irregular medium to large mca aneurysm. The mca is diminutive, likely indicating vasospasm, if this is in the context of a ruptured aneurysm, or spasm from manipulation, or atherosclerotic narrowing if this is not a ruptured aneurysm. (B)(6) image 2: ap single shot unsubtracted radiograph without contrast. A web is in the mca aneurysm; it is not detached, and the via catheter is aligned with the base marker of the web. (B)(6) image 3: ap single shot unsubtracted radiograph without contrast. The via catheter has been pulled back a little over 1 cm, and there is a 90 degree angle between the pusher and the web proximal marker. (B)(6) image 4: ap subtracted right ica dsa, with contrast, late arterial phase (the contrast has cleared the m1 segment). The web is in the aneurysm. The via is about 1 cm proximal to the base of the web. Because the image is subtracted, I cannot tell if the web is still attached or if it is detached. (B)(6) image 5: duplicate of image 4. (B)(6) image 6: ap subtracted right ica dsa, with contrast, late arterial phase. The web is in the aneurysm. The via has been advanced to the base marker of the web. (B)(6) image 7: ap single shot unsubtracted radiograph without contrast. The web is in the aneurysm. The via has been advanced to the base marker of the non-detached web. (B)(6) image 8: ap single shot unsubtracted radiograph without contrast. The web is detached, and the via catheter is outside of the field of view. (B)(6) image 9: ap single shot unsubtracted radiograph without contrast. The web is detached, and the via catheter is outside of the field of view. (B)(6) image 10: duplicate of image 9. These images do not explain the non- and difficult detachments described in the complaint. Items returned for evaluation: -delivery system (pusher). -web implant. -introducer. -dispenser hoop. -via 27 microcatheter. -4x wdc-2. Items not returned for evaluation: -n/a. The web implant was returned still attached to the pusher for analysis and was returned within the introducer. Upon inspection of returned items, the web implant was found to be within visual and dimensional specifications (spec: diameter(mm)= 8.0 ± 0.8, height(mm)= 4.0 ± 0.4) (img a), but the hypotube was kinked at the hypotube to connector junction, and the proximal connector kinked was at the brown lead wire joint. Tested the returned device with the returned controllers and an in-house controller and gave red lights. The delivery system resistance was measured to be ol ¿ (spec= 66-78¿), which is out of specification due to the connector damage. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, but the heater coil was not found stretched and did not show signs of activation using a detachment controller. The returned microcatheter was found flattened at 3cm from the distal tip. The returned controllers were evaluated and were found to be functioning as normal (see controller evaluations below). Controller investigation (see (B)(6) controller 1 voltage and duration measurement): the wdc-2 board voltage and firing duration was measured using an oscilloscope. When the wdc-2 was inserted into the test fixture, a green light appeared with normal audio output. Voltage: 11.6v (specification: 11.2 - 11.8v per cf11434). Duration: 731.2ms (specification: 660 - 820ms per cf11434). The wdc-2 board voltage and duration was found to be within specification. Controller investigation (see (B)(6) controller 2 voltage and duration measurement): the wdc-2 board voltage and firing duration was measured using an oscilloscope. When the wdc-2 was inserted into the test fixture, a green light appeared with normal audio output. Voltage: 11.6v (specification: 11.2 - 11.8v per cf11434). Duration: 719.5ms (specification: 660 - 820ms per cf11434). The wdc-2 board voltage and duration was found to be within specification. Controller investigation (see (B)(6) controller 3 voltage and duration measurement): the wdc-2 board voltage and firing duration was measured using an oscilloscope. When the wdc-2 was inserted into the test fixture, a green light appeared with normal audio output. Voltage: 11.3v (specification: 11.2 - 11.8v per cf11434). Duration: 736.0ms (specification: 660 - 820ms per cf11434). The wdc-2 board voltage and duration was found to be within specification. Controller investigation (see (B)(6) controller 4 voltage and duration measurement): the wdc-2 board voltage and firing duration was measured using an oscilloscope. When the wdc-2 was inserted into the test fixture, a green light appeared with normal audio output. Voltage: 11.3v (specification: 11.2 - 11.8v per cf11434). Duration: 751.1ms (specification: 660 - 820ms per cf11434). The wdc-2 board voltage and duration was found to be within specification. The images provided do not explain the non- and sticky detachments described in the complaint. However, the investigation of the returned web system found the hypotube kinked at the hypotube to connector junction and the proximal connector kinked at the brown lead wire joint. The unit did not pass continuity and resistance testing. The kinked condition of the pusher may have caused or contributed to the reported non-detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The returned detachment controllers were found to function as intended and would not have caused or contributed to the reported event.

Event description:
It was reported that a web device did not detach with the detachment controller and was withdrawn from the patient. The case was completed with another web device. The patient was reported to be ¿ok.¿ they had been released from the hospital and was reported to have ¿a very small hemiparesis,¿ the cause of which was not stated. The other device from the same case was reported under a separate medical device report, 2032493-2024-00412.